Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 48 mg/dl. Customer did not report any symptoms of low blood glucose. The customer's current blood glucose was 111 mg/dl. The customer also reported a missed bolus when examining their bolus history. Troubleshooting instructed the customer to program an easy bolus into the air. It was found the bolus appeared in the bolus history. It was also found the incorrect time was programmed on the insulin pump. Customer was advised the incorrect time can lead to missed boluses. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.